Event description:
The clinician reports the implant was inserted (B)(6) 2011 fdi 17 of the patient's mouth. Details of surgery: sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.